Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting batteries) was confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to contamination of the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was not recognizing her batteries. The patient was issued a replacement battery charger/modem.